Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error showing up, which was not reproduced during evaluation. A review of the event history log identified the unspecified system error as system error 345 messages. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device turns off, which was not reproduced during evaluation. A review of the event history log identified the reported device turns off as a single occurrence of an 'improper shutdown' message. Visual inspection found the cause was the depressed pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unspecified system error and turns off during preventative maintenance. There was no patient involvement. No additional information is available.